Event description:
On (B)(6) 2012 customer reported that they incorrectly loaded a reagent pack into the reagent carousel on the access 2 instrumental. The instrument inventory did not show the pack as being on-board. Customer immediately recognized the error and called customer technical support (cts). Cts assisted the customer in retrieving the incorrectly loaded pack. Cts also ensured the reagent inventory did not contain any other inaccuracies. No erroneous patient results were generated, and there was no affect to the patient or user attributed with this event. The failure mode of this event is user error.

Manufacturer narrative:
(B)(4).